Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11mar2020.

Event description:
The customer reported that the ventilator produced the "machine pressure sensor autozero failed" diagnostic code. There was no patient involvement. The customer replaced solenoids two and four. The ventilator then produced the "proximal pressure sensor autozero failed" diagnostic code. Technical support advised the customer to correct the pin alignment.

Manufacturer narrative:
G4: 16apr2020. B4: 17apr2020. The replaced solenoids 2 and 4 on the gds (gas delivery system) resolved the reported problems. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.